Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic after receiving several shocks. Upon interrogation the device was found in a hwvvi mode. Analysis of the ICD revealed an arc mark and hv output circuit damaged consistent with a damaged lead.